Event description:
Subject participating in iit-gore-redirict. Currently on treatment. On-study radiation started (B)(6) 2024, with the latest fraction given (B)(6) 2025 at 10 a.m. Date of admission: (B)(6) 2025. Date of discharge: primary clinical research coordinator made aware of admission on 1/30/2025. Froedtert study staff made aware first on 1/30/2025. History of metastatic ge junction adenocarcinoma with multiple lines of treatment, most recently treated with radiation sensitizing chemotherapy with carboplatin/paclitaxel (last infusion (B)(6) 2025, last radiation fraction (B)(6) 2025). Subject presents to the 24h cc with orthostatic hypotension and weakness. Patient's appetite has gradually decreased over the past few days, continues to lose weight due to dysphagia and odynophagia, and was neutropenic with an absolute neutrophil count of 920, so chemotherapy was held 2 days ago. Presented to radiation oncology today reporting increasing lightheadedness and dyspnea on exertion. He reports feeling weak and fatigued, but denies loss of consciousness, falls, heart attack. Has felt chilled, turning up heat at home, but has not checked his temperature. Temperature is 102.9 on arrival. Blood pressure is 83/51. Heart rate is 127. Absolute neutrophil count is 1000. Urinary analysis negative for infection. Blood cultures in process to check for bloodborne infectious disease. Chest x-ray negative for cardiopulmonary findings.